Manufacturer narrative:
The reported event was addressed with phone support. The customer reported that there were no further errors & the customer was able to complete all of their cases successfully with no issues to arm 3. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure using an xi system, and before surgical port placement, an operating room (or) staff contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) during room setup to report that universal surgical manipulator (usm) arm 3 was not moving correctly and error 22028 was displayed. The caller stated arm 3 had recently been replaced and this was its first use since replacement. Because the site did not connect to the network, the tse could not access error logs. The tse instructed the staff to perform a hard power cycle on the patient side cart (psc); after reboot, the system restarted without errors. The procedure was completing as planned, and no patient injury was reported.